Event description:
It was reported that, after a laparoscopic hysterectomy, intestinal perforation occurred to the patient 10 days after the operation. A colostomy was performed, and an abscess was occurred. The operation and the issue have been occurred in 2017. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. (B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the generator log available for engineering review? Please confirm when (date) the procedure and issue occurred. During the original hysterectomy operation, did the surgeon note any device abnormalities or malfunction that would have caused or contributed to this event? Why does the surgeon believe the device malfunctioned in any way that may have caused or contributed to the intestinal perforation? If so, provide details an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2022. Additional information was requested and the following was obtained: is the generator log available for engineering review? => no. This ae was occurred in 2017. Please confirm when (date) the procedure and issue occurred. Procedure was in 2017. The issue occurred 10 days after the operation. No further information will be available. During the original hysterectomy operation, did the surgeon note any device abnormalities or malfunction that would have caused or contributed to this event? => we don't have no information and the surgeon did not mention the device malfunction. Why does the surgeon believe the device malfunctioned in any way that may have caused or contributed to the intestinal perforation? If so, provide details => we don't know the surgeon believe he device malfunction caused the intestinal perforation. However, the patient had a lot of operation experiences. The surgeon think this is related to the complication."